Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the modular cable was disconnected due to an unknown cause. According to the account, no other alarms were noticed, and the patient was asymptomatic. The review of the submitted log files confirmed a driveline disconnect event which the account attributed to the modular cable being disconnected. A specific cause for the modular cable disconnection could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. A driveline disconnect alarm and subsequent pump stop was captured on (B)(6) 2023. The driveline appeared to be reconnected approximately 4 seconds later and the pump ramped back up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C and the the heartmate 3 lvas instructions provide instructions for connecting the modular cable to the pump cable. Section 2 of the IFU, "system operations", provides instructions for connecting the modular cable to the pump cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. The IFU states that the modular cable locking nut must be rotated until the clicking stops and the yellow line is hidden. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Additionally, the IFU, as well as the heartmate 3 patient handbook, contain information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, document (B)(4), rev. D, is also currently available. This handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files revealed a 5 second pump stop on 15sep2023 that appeared to be caused by electrostatic discharge (esd). The pump restarted promptly as designed and functioned as intended during this event. All the issues were resolved after reconnecting the modular cable which was initially disconnected for no known cause. There were no patient symptoms.